Event description:
Additional information received from patient reported that she was still having concerns with cramping in her left leg as well as left hip which was mostly at night and in bed. Patient stated the only way to get rid of it was for her to stretch the leg and foot. She had some during the day but not many; they were severe mostly at night. It would knock her out of bed and she had to walk them off. She had tried a muscle relaxer and it did not work. Presently, she had it turned down to level 1 at 0v. She was getting bad leg cramps over the weekend and last week when she turned the implant off. Patient stated it did help with the achiness initially but now it doesn't matter if it is off or on she still gets constant achiness in her left leg. It was indicated that the hcp did an x-ray about 4 or 5 months ago to check her leads and said everything was ok. They just did a full blood work-up on her to check her kidney function. It was also reported that her managing hcp mentioned the possibility of removing the device however the she did not want to have her device removed because she would go back to having bladder and kidney infections. She had notified the company representative about the cramping concerns in (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported having leg cramps every few months prior to implant. Recently, the cramps had became more frequent and painful. They would have 5-15 during the night. The hcp prescribed tizanidine, but it did not work. There was one instance where the cramps would not go away and the leg was achy for a week after. The hcp suggested turning the implantable neurostimulator (ins) off. After the patient turned the ins off, the cramps reduced to 2-3 the first week and were gone by the second week. They turned the ins back on and did not have any after that, until recently. They had one come back that would not go away. They turned the ins off again, and at the time of the report their leg was achy, sore and hurt. They think it is related to the implant that is implanted in their left hip, as the cramps are in their left leg. The patient also reported they had a grand mal seizure, including foaming at the mouth and jerking that lasted for about 45-50 minutes. The patient stated this was unusual and they had not had one. They were taken by medic-helicopter and said they slept through it. A cat scan and EKG were performed and they were put on anti-seizure medicine. A follow up letter from the hcp noted they instructed the patient to turn off their ins on (B)(6) 2016, to see if it was a contributing factor. They do not know the root cause and they noted the patient said they love their interstim. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from the patient. It was reported that to the patient's knowledge the seizure was unrelated to the device or therapy. The patient reported they [doctors] never mentioned the implant as a cause. The patient reported they were pretty sure the cramps are coming from the implant. The patient reported they were few and far between and have progressively gotten more. The patient reported they get them several nights a week if not more. The patient reported that a year ago, in (B)(6) they got one that started on a thursday and it lasted till monday. The patient was limping. The patient reported they had to walk them off until their foot started locking up about 4-6 months ago. The patient reported they are on a muscle relaxer that helps tremendously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.